Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the lead being broken. The hcp stated that the patient was presented at ER on (B)(6) 2024 to have the lead replaced. The issue was resolved. When asked about the steps taken to resolve the lead migration, the hcp stated that the leads were replaced at ER. The hcp stated that it was unknown about the cause of the lead being disconnected.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. Their trial started on (B)(6) 2024. It was reported that there was a broken lead/lead damaged/lead cut. Patient said the wires were broken or loose and not connected. The cause of the issue was not known. It was unknown whether the issue was resolved. Device revision was planned for (B)(6) 2024. Patient was going back to have the leads reconnected.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2024, product type: screening device. Product ID: 306001, lot# unknown, implanted: (B)(6) 2024, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6)2024 explanted: (B)(6)2024 product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2024 explanted: (B)(6)2024 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.